Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with severe photophobia in both eyes (ou) at post treatment. It was noted that both eyes had trace cells and the right eye (od) had more than the left eye (os). The patient¿s chief complaint was of transient light sensitivity. The patient¿s comments were of slight improvement since last office visit. Topical steroid dosage was increased to be taken every hour. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.25 x-1.50 x 5; left eye pre-op 20/20 -6.00 x -1.25 x 2. Bcva from (B)(6) 2019: right eye post-op 20/20 -.25 x-.50 x 151; left eye post-op 20/25 .00 x -.75 x 31.